Manufacturer narrative:
H4: the lot was manufactured between january 27, 2023 - february 3, 2023. H11: h11: six actual devices and six photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that small spots of particles were observed in the sealed packaging of the products pictured. A visual inspection was performed on the actual samples, and it was noted that sample #1 had a dark spot particulate on the white luer connector flange, sample #2 had a dark spot particulate on the blue luer cap, sample #3 had a dark spot particulate on the white tubing clamp, sample #4 had a dark spot particulate on the white luer connector, sample #5 had a dark fiber and dark spots on the tubing, and sample #6 had a spot particulate on the blue luer cap. The reported condition was verified. The cause of the condition could not be determined; however, the cause was possibly related to manufacturing or the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) sterile repeater pump tube sets had particulate matter (pm). The event was further described as pm on white connector/blue cap of white connector, fiber on tube, fiber in pouch, and dark spot on white connector. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.